Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The patient reported not feeling well. Technical services (ts) was consulted, and increasing the pacing output was recommended. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060106. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel, and it appeared the patient was in complete heart block. The patient reported not feeling well. Technical services (ts) was consulted, and increasing the pacing output was recommended. No adverse patient effects were reported. This system remains in service.